Event description:
A customer contacted beckman coulter (bec) in regards to obtaining "no value" and "indeterminate (ind) flagged" troponin (accutni) patient results for ten (10) patients generated on the access 2 immunoassay analyzer used in conjunction with the access accutni reagent (lot # 226763) and access accutni calibrator (lot # 222575). This event occurred over the course of three (3) days ((B)(6) 2013). This report documents the results obtained on (B)(6) 2013. The patient samples were repeated on the laboratory's alternate access 2 analyzer, and accutni results yielded within the normal reference range. The customer confirmed there was no change to, or impact on, patient treatment as the "no value" and "ind flagged" patient results are non-reportable results.

Manufacturer narrative:
Patient sample information was not provided by the customer. A review of the customer supplied data reveals the patient samples recovered with rlu values below the mean s0 rlu value for the analyzer's active calibration curve; therefore, the analyzer was unable to generate a numerical result for this patient. No accutni qc data was supplied for review; however, the customer reported that all levels of qc have been within the laboratory's established ranges. An accutni calibration curve was performed on (B)(6) 2013 and shows all levels of calibrators passing with acceptable coefficient of variations (%cvs). The customer attempted to perform two (2) accutni calibrations as a troubleshooting measure. Both calibration attempts failed due to "bad fit" and elevated %cvs of the s0 and s1 calibrator levels. No system check data was supplied for review. The customer also verified that all accutni reagent packs were located in the correct reagent carousel slot as indicated by the user interface (ui) software. A bec field service engineer (fse) was dispatched on (B)(6) 2013 to verify hardware performance in response to this event. The fse discovered that the wash valve was leaking and that the sample probe wash cup was overflowing. The fse replaced the wash valve, wash cup, and o rings as part of the major preventative maintenance (pm) that was performed. Hardware / system malfunction is the likely cause of this event. The following mdrs are associated with this event: 2122870-2013-00106, 2122870-2013-00107.